Event description:
On (B)(6) 2011, the patient reported having trouble pressing the menu button of her infusion device. She stated that at times the button has to be pressed 3-4 times in order to respond. The patient was not willing to troubleshoot at the time of the initial report. Upon follow up on (B)(6) 2011, the menu button functioned properly. She stated the button does not work "possibly 4-5 times a week." No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.